Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change even though the 5f non-cordis sheath and exoseal were pulled back completely. The device and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The device was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal. This was an interventional procedure. A retrograde approach was used. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The device and sheath were pulled back after the indicator wire deployed. The user stared at indicator window while pulling back the sheath and exoseal after pulsatile flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The procedure was completed well and the patient's status was ok. The device was not attempted to be deployed outside the patient¿s body. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire loop. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever depressd, achieving the indicator wire retraction, and expected plug deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since functional analysis achieved successful deployment of the device. No damages to the loop or internal mechanism were noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change even though the 5f non-cordis sheath and exoseal were pulled back completely. The device and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The device was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal. This was an interventional procedure. A retrograde approach was used. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The device and sheath were pulled back after the indicator wire deployed. The user stared at indicator window while pulling back the sheath and exoseal after pulsatile flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The procedure was completed well and the patient's status was ok. The device was not attempted to be deployed outside the patient¿s body. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.